Event description:
The account alleged that the head of the bed will drift down when weight is put on it. No pt impact.

Manufacturer narrative:
The account replaced the head drive to resolve the issue.